Event description:
Boston scientific crm received information that this device was not implanted after the physician experienced difficulty during several attempts to insert a chronic right ventricular lead's pace/sense terminal pin. A boston scientific field representative reported that when tested after the pin was inserted and the device setscrew tightened, impedance measurements were high and out-of-range, and there was intermittent loss of capture at maximum pacing output. Another boston scientific device of the same model was successfully connected to the lead with no adverse patient effects and the resulting measurements were all within specification.

Manufacturer narrative:
The device is to be returned for analysis.

Event description:
--

Manufacturer narrative:
The clinical observations could not be confirmed, as this device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device passed pin gauge testing of the rv port, the tested rv impedance measurement was normal, and the rv setscrew extended and retracted normally. The rv sealplug was removed and the setscrew inspected; there was no observation of cross-threading having occurred. The device was then put through and passed a series of automated diagnostic tests that verify device functionality commensurate with battery status.